Event description:
The rptr had gotten an er1 message, retested using a separate fingerstick and reading was 354 mg/dl; tested again (not certain regarding fingerstick) and result was 355 mg/dl. No symptoms were reported. Rptr had not checked the confirmation dot. Rptr was calling from work and did not do a control test. On followup, the rptr had not done anything after the tests. Rptr is not on any medication. Rptr did not have time to trouble shoot, and was given assistance during the initial call. No harm was alleged.